Manufacturer narrative:
(B)(6) hospital. The device was returned to olympus for evaluation and the customer's allegation was confirmed. During the evaluation, it was determined that due to a pinhole on bending section cover (a-rubber), water tightness was lost. Additionally, the evaluation revealed the following findings: due to damage on camera section, water tightness was lost; connecting tube had coating peeling. (1mm2 or more); plastic distal end cover (c-cover) had a crack; adhesive on bending section cover (a-rubber) had a chip; connecting tube had a wrinkle; due to wear of angle wire, bending angle in the upward direction did not meet the standard value; due to dent/damage on channel-tube, forceps could not be inserted smoothly; due to damage on channel-tube, channel cleaning brush could not be inserted smoothly; image guide (ig) bundle had a stain; third party repair had been performed; connecting tube had a buckling; and scratches were found on multiple components of the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was attributed due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. The instruction manual operation manual ¿chapter 3 preparation and inspection, 3.6 inspection of the endoscope¿ describes the following warning: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Holding the control section with one hand, carefully run your other hand back and forth over the entire length of the insertion section (see figure 3.23). Confirm that no objects or metallic wire protrudes from the insertion section. Also, confirm that the insertion tube is not abnormally rigid. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the airway mobilescope exhibited a leak due to pinholes in the bending rubber (the metal was not sticking out). There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device revealed that the coating of the scope insertion guide serpentine was peeling off. (1mm2 or more). This had been attributed due to stress of repeated use, deterioration, external factors, or handling. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.